Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped out lower left front corner of top case, a cracked bottom case and with a missing case seal. Event log history was performed and indicated that "force sensor test error, no motor drive error" were recorded in history. During analysis, force sensor test error was found at power up and was unable to calibrate the force sensor. It was noted that both timing plates, timing plate springs, push block and plunger gear cam were found missing inside plunger assembly, which caused the reported problem. It was also noted that incorrect assembly by customer was the cause of the reported problem. Service replaced all the missing parts inside plunger assembly to correct the reported problem. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor drive error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). H6 patient code and result codes.